Manufacturer narrative:
Additional information: b5, d1, d4, d5, d9, d10, h3, h4, h6, h11. B5: it was further reported that a small volume folfusor was fully inflated after being attached for 48 hours. The device contained fluorouracil diluted in 0.9% sodium chloride(nacl). H4: the lot was manufactured between march 29, 2024 - april 2, 2024. H11: the device and was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The folfusor units were determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1, d4, d10 (date is ni), g4: PMA/510k #, h4, h6, h11. B5: update "an unspecified specialty therapy product" to "a small volume folfusor". The event was further described as "the pump was still fully inflated." Flushing of the patient line was performed with no issues noted. Upon device disconnection and review of the device, there was flow from the pump when the cap was removed at the end of the administration line. There was no evidence of crystallization or precipitation within the fluid to indicate a likely cause of blockage. The device contained fluorouracil diluted in sodium chloride 0.9%. H4: the lot was manufactured march 29, 2024 - april 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which identified fluid inside the device bladder suggesting a flow issue occurred. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified specialty therapy product did not deflate and did not administer its contents. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.